Event description:
In march 2003, the pt underwent a total right knee arthroplasty. Nine months later, the pt was admitted to the hospital right for knee arthrofibrosis, possible loose femoral component. X-ray revealed possible loosening of the femoral component (press-fit femoral component). The pt underwent a right total knee arthroplasty.